Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the ultrasonic bronchofibervideoscope had imaging issues. The issue occurred during a endoscopic ultrasound diagnostic procedure. The procedure duration was two hours. There was no delay to the procedure. There was no report of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the blurry image and c-body is chipped could not be determined. The following information is stated in the instructions for use (IFU): instructions: evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f. Important information ¿ please read before use warnings and cautions. "Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged". Olympus will continue to monitor field performance for this device.